Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the log file downloaded from the returned controller (serial number: (B)(4)); however, the alarm was not reproduced during testing. The downloaded log file contained approximately 18 days of data ((B)(6) 2019 ¿ (B)(6) 2019 per the timestamp). The log file captured backup battery fault alarms due to a backup battery load test failure from 17:16:36 on (B)(6) 2019 until the controller was exchanged at approximately 12:09:21 on (B)(4) 2019. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold compared to the unloaded voltage. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The driveline was disconnected on (B)(6) 2019 at 12:09:19 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above or equal to the low speed limit throughout the log file while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple load tests were performed and the controller passed each time without issue. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU), section 2 "system operations" explains how to replace the system controller backup battery, and how to replace the system controller. Section 5 ¿surgical procedures¿, explains how to install the backup battery in the system controller. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had backup battery faults but the backup battery was previously exchanged in (B)(6) 2019. The system controller was exchanged.